Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (display issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 10/01/2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 09/10/2013 with the following findings: the pump powered on appropriately. Moisture was visible behind the display lens and the display screen was unable to be read due to pixilation. A leak test was performed on the pump and the pump was found to be leaking from a crack in the pump casing. The pump was opened and moisture damage was found on all surfaces.